Event description:
It was reported that the catheter PICC was inserted and in the moment of fixing it with the statlock accompanying the kit, it was observed the swab stick was dry. It was requested other statlock in order to use the glue and fix the catheter. Less than 24 hours the patient lost the catheter: the lock system of statlock was found in the catheter, but it detached from the statlock stick, therefore occuring the catheter exteriorization.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the retainer detached from the statlock substrate was confirmed and the cause appeared to be supplier related. One 5fr dual-lumen powerpicc was returned for investigation with a retainer from a statlock stabilization device attached to the wings of the powerpicc. The retainer had separated from the foam substrate. The foam substrate was not returned for investigation. A variable amount of foam was visible on the inferior surface of the retainer. The sizes of the attached foam pieces on the inferior surface of the retainer were 1mm x 2mm, 2mm x 4mm, 1mm x 5.5mm, and 3mm x 3mm. The detachment of the retainer from the foam substrate may have been affected by multiple factors, such as forces associated with catheter manipulation, but the size and location of the bonded foam segments also appeared to be contributing factors in the detached retainer. The manufacturing facility was notified of this complaint. Reynosa evaluation: complaint due to ¿retainer detached from the statlock stick¿ was confirmed. According with the photo evaluation performed at reynosa facility and evaluation performed at vad lab the following was concluded: the plastic housing of the statlock stabilization device was found to be totally detached from the foam substrate. This event may have been affected by multiple factors, such as forces associated with catheter manipulation, patient handling and care, but the size and location of the bonded foam segments also appeared to be contributing factors in the detached housing (retainer). This kind of defect could be caused during the manufacturing process at supplier facility. Therefore, the cause of this condition is supplier related. An incident report was issued to notify our supplier about this issue. A lot history review (lhr) of recw0228 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw0228 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter PICC was inserted and in the moment of fixing it with the statlock accompanying the kit, it was observed the swab stick was dry. It was requested other statlock in order to use the glue and fix the catheter. Less than 24 hours the patient lost the catheter: the lock system of statlock was found in the catheter, but it detached from the statlock stick, therefore occuring the catheter exteriorization.